Manufacturer narrative:
(B)(4)

Event description:
It was reported that "we opened two 20cm tl cvc it's that had a defective introducer needle. The needle had a slit in it. I was able to sequester the packaging. We ended up using a 16cm cvc kit with no problem." This was found prior to use. There was no patient in volvement.associate MDR numbers include: 9680794-2026-00063.

Event description:
It was reported that "we opened two 20cm tl cvc it's that had a defective introducer needle. The needle had a slit in it. I was able to sequester the packaging. We ended up using a 16cm cvc kit with no problem." This was found prior to use. There was no patient in volvement.associate MDR numbers include: 9680794-2026-00146 and 9680794-2026-00063.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.